Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump button was unresponsive. Customer's blood glucose level was unknown. Customer stated that numbers are ramping on their own. Customer stated the scroll bar was not moving with no input. Insulin pump was not exposed to a change in altitude. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer stated block mode was inactive. Customer states the buttons was not responding after battery changed. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.